Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm and the blockage is at site on (B)(6) 2024. The blood glucose level was 214 mg/dl at the time of event after meal. The event occured 3 or more hours after insertion. The site of insertion was at stomach. No further information available.